Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl at the time of incident. Customer also reported that the retainer was broken. It was unknown that the customer was using auto mode feature on insulin pump or not and also customer declined trouble shoot. The insulin pump will not be returned for analysis.